Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. Reportedly, the cable was damaged. There was no adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.